Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, at 4:06pm, the spouse found the patient on the floor. The patient was feeling weak because his bg meter reading by the spouse was 44 mgdl, but his dexcom sensor reading was 224 mgdl. The spouse called 911 around 4:14pm and when paramedics arrived at 4:19pm and did a fingerstick (fs), the reading was 46 mgdl while cgm was 224 mgdl. The patient was not brought to the hospital. The paramedics advised the patient to drink apple juice and did fs until the readings went back to normal range. Around 4:40pm the same day, the readings were back to normal and paramedics left around that time. Patient was in good condition at the time of the call. The bg was 197 mgdl and the sensor had been removed. There was no documentation of treatment for rebound hyperglycemia. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.